Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that while a handpiece was being used during an impacted molar procedure, the attached bur guard broke into pieces and the bur itself bent. Debris from the bur guard hit a staff member in the face, but there was no injury to that person or the patient. The case was completed with a backup device.